Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated and a suprarenal. Upon follow up for an unrelated issue, computed tomography showed a type 3a endoleak right at the junction of the grafts. Physician implanted an infrarenal to correct the leak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak was not confirmed although stent overlap was reduced to approximately 2 cm since implant, but the presence of a possible type iiib endoleak was confirmed. The presence of a type ib endoleak was inconclusive. A manufacturing record review was performed. The lot met all release criteria prior to release for distribution. Based upon the investigation, a root cause was not definitely found and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome; moderate-severe calcifications throughout the aortic system; and the tortuous iliac arteries; and use of antiplatelet therapy (aspirin).